Manufacturer narrative:
Pump received with intermittent act button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to moisture. Customer also reported that the keypad was unresponsive. Blood glucose level at the time of the incident was 214 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.